Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 300-600mg/dl. Correction boluses were delivered to address the bg level. For the past occlusions, the customer was able to successfully resume insulin delivery after changing the pump supplies. A pump system check was performed on the current supplies and the cartridge and infusion set tubing were found to be operating as expected. No damage was noted to the cannula. The customer declined further troubleshooting with tandem customer technical support to determine a possible cause of the occlusion. The customer declined a follow up call from cts.